Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints and unexpected medical intervention appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat the subclavian vein where there was a previously implanted stent, no calcification or tortuosity and 50% stenosis. The 10x80 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced without issue and inflated; however, after the first inflation the balloon ruptured at an unknown pressure, and a piece of the balloon came off. There was resistance with the anatomy during removal and minimal force was applied. The separated balloon material was retrieved via snare. There were no adverse patient sequela. No additional information was provided.